Event description:
It was reported that a patient presented with triple vessel disease and needs impella cp support. While on support the patient was having diffuse bleeding from multiple access sites, including hematoma to impella site. Impella was sutured to skin and patient transported back to the intensive care unit (ICU). While transporting to ICU, patient lost native heart pulsatility and impella flows dropped. Upon arrival to ICU, unable to find palpable pulse and cardiopulmonary resuscitation initiated. Patient coded in ICU room for approximately 30 minutes. Return of spontaneous circulation obtained. During support it was also noted of bleeding continued, not just from impella site, but all access sites. In addition, to unable to doppler bilateral lower extremity pulses. Surgical team notified that if patient stabilized, escalation to impella 5.5 may be necessary. However care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿